Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator fail to inspect ¿. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because labeling could not have prevented the reported issue. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick canister had no markings on it. It was noted that the patient had been using this product for more than 90 days and purewick accessories replacement kit was replaced on (B)(6) 2022. As per additional information received via cardinal health on (B)(6) 2022, it was reported that the purewick accessory canister arrived with no markings. As per follow up via phone on (B)(6) 2022, customer reported that they received replacement device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick canister had no markings on it. It was noted that the patient had been using this product for more than 90 days and purewick accessories replacement kit was replaced on (B)(6) 2022. As per additional information received via cardinal health on (B)(6) 2022, it was reported that the purewick accessory canister arrived with no markings. As per follow up via phone on (B)(6) 2022, customer reported that they received replacement device.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A collection canister with lid, unopened pump tubing, and unopened collector tubing with elbow connector were returned. There was no residue in the accessories, or cracks in the canister. The canister had the markings along the side of the canister which is consistent with other urine collection system accessories. It is unknown if the product met specification, there is no specification for the canister markings. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR review and labeling review is not required as the event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick canister had no markings on it. It was noted that the patient had been using this product for more than 90 days, and purewick accessories replacement kit was replaced on 19sep2022. Per additional information received via cardinal health on 18oct2022, it was reported that the purewick accessory canister arrived with no markings. Per follow up via phone on 25oct2022, the customer reported that they received a replacement device.